Event description:
One hour after initiation of rbc products, patient noted leaking at distal y-site of blood tubing (that which is closest to the patient). Site cleaned, rbc restarted. Upon inspection, rn noted leaking around the y-site. Continual leaking noted at the y-site. There still appears to be movement in the tubing as if fluid wants to come out. Delay in reporting this event to medsun due to making attempts to gather product identifiers.